Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been unable to recharge the system for sometime due to difficulty with the charger locating the ipg since implant. As a result, the ipg is almost depleted. Troubleshooting was attempted to no avail. Reportedly, a replacement charging system was sent to the patient. Follow-up identified replacement charger did not resolve the issue. Furthermore, it was noted the ipg has flipped upside down. Subsequently, surgical intervention was undertaken on (B)(6) 2016 during which time the ipg was repositioned inside the pocket.

Event description:
Follow-up identified the issue is resolved.